Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result (0.252 ng/ml versus expected < 0.012 ng/ml) from a patient sample processed on a vitros 5600 integrated system. The higher than expected vitros tropi es result was reported from the laboratory; however, the sample was repeated for an undisclosed reason and the corrected report was issued. A biased result of the direction and magnitude observed may lead to inappropriate physician action if occured undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non reproducible, higher than expected vitros tropi es result was obtained from a patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive cause. There was no indication that a vitros instrument issue contributed to the event. In addition, the investigation was unable to determine if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, a reagent issue and pre-analytical sample handling cannot be ruled out as a contributing factor.